Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, with the exact highest value unknown, but it was displayed as "high." The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). Tandem technical support educated the caller about normal battery depletion rates, and the caller understood and acknowledged this information.